Event description:
Pump reported to be set at 50 ml/hr with a 500 ml bag of heparin. 1 1/2 to 2 hours later the bag was found empty. The pump was issuing an "air" alarm. The tubing was removed and reported to be "crinkled". The pt's ptt level was elevated. There was no noticeable bleeding. The pt was monitored. No pt injury resulted.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 125 ml/hr and 10ml/hr. The results were within specification. Although the tubing was removed from the pump prior to being sent to baxter for evaluation, the reported occurrence may have been related to improper loading of the IV tubing through the infusion pump. To ensure proper flow performance of the device, proper tube loading of the device is essential. The operator's manual instructs to "ensure that the tubing is loaded straight through the pump mechanism tubing guides and safety clamp" and to "confirm flow by checking for drops in the i.v. Set drip chamber after starting the infusion.